Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. (Note: description provided here because no relevant result code is available). Device implanted (not returned to manufacturer).

Event description:
The patient had a tryton stent placed on (B)(6). The patient was brought back emergently to the ccl on (B)(6) and those arteries stented were ballooned open. An oct imaging run was performed at that time. The patient was brought back a second time, also emergently, on (B)(6). Ballooning was performed at that time as well. The patient was discharged on (B)(6). The patient's issue was resolved by addressing the vessel occlusion due to thrombosis. Ptca was used to open occluded vessels. The oct showed calcification in the main branch distal to the bifurcation. Physician supposed it was not post dilated enough thus causing the thrombosis. This patient has a history of stent thrombosis in other vessels, during a prior coronary intervention.